Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when a nurse changed the epinephrine syringe with a needless connector on the end of the syringe tubing, the child¿s systolic bp went from the 80s to 160. The blood pressure eventually decreased. It was also reported that the patient was sensitive to epinephrine. There was no report of lasting harm to the patient.